Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician report implant rupture. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Event description:
Healthcare professional reported left side implant rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as a unidentified (tear) opening and missing piece of shell assessed as inconclusive. (Shell thickness within specification). Additional observations: no other observations observed. No further actions are required as the device was implanted.